Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. Customer¿s high blood glucose level was over 400 mg/dl. Customer had low blood glucose level of 40 mg/dl. Customer was treat with food for low blood glucose level. Customer did not reported that the insulin pump was over or under delivering. Customer was using auto mode feature at the time of incidence. Customer reported that when they stopped insulin pump they had 90 mg/dl. Customer did not taken breakfast and their blood glucose level was over 300 mg/dl. Customer was advised to discuss possible cause of low blood glucose with their health care professional. The insulin pump will not be returned for analysis.